Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation and intermittent telemetry. The pulse generator was replaced on (B)(6) 2017 with no complication. Patient was stable, before, during, and after procedure.